Event description:
The pt was bilaterally implanted in (B)(6) 2012. On (B)(6), during a routine ift measurement, the cochlear implant on the left read hi across all electrodes, with the exception of electrode 11. Ground path impedance could not be read. Integrity and coupling read ok. A trauma to implant site is not known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.